Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device was getting error code 110a proximal pressure sensor auto-zero failed" alarm occurred during a test run in the sales office. The device kept operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the reported issue was not duplicated by a test run performed. Since occurrence record of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was confirmed in the event log, the solenoid valves 3 and 4 valves were replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.